Manufacturer narrative:
(B)(4). Customer declined vent repair and informed that this vent will be retired and will not be returned to service.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred.